Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 bd emerald¿ syringes had rust on their needles. The following information was provided by the initial reporter: "reported rusting on needle of emerald 2ml 24g."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 27-jul-2022. H6: investigation summary: there are four samples and no photograph along with the reported complaint of rust on needle. The investigating team has used the retention samples of material number 307749 and lot number 2010910 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for rust on needle and no rust on needle was found in the ten retention samples. The four received samples were investigated and there was a rust like defect was observed on the needle in all the four samples. The complaint is confirmed.

Event description:
It was reported that 500 bd emerald¿ syringes had rust on their needles. The following information was provided by the initial reporter: "reported rusting on needle of emerald 2ml 24g".